Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the ippc was freezing up during start-up. Fse replaced ippc and rebuilt database which resolved the issue temporarily. However, the same issue reoccurred: the fse replaced the ippc and hdd, reinstalled software, and recreated the image disk. After which, the system was returned to good working condition. The device was returned for analysis, and no failures were observed. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was restarted and did not boot up successfully. No harm to user or patient was reported. The device was not in clinical use at the time of the reported event. Philips has started an investigation of this complaint.